Event description:
It was reported that during an unknown time on an unknown date the device had an unknown malfunction. It is unknown if there was patient involvement, harm, or impact. Due diligence information complete as no additional information provided. At product evaluation, the comb was damaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . Multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00250. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.